Manufacturer narrative:
(B)(4). The faulty unit was returned to carefusion on august 10, 2015 for evaluation and repairs. Carefusion service department evaluated the unit, and was able to duplicate the reported event. The root cause was isolated to a cracked end cap, and turbine volumes that were out of specifications.

Event description:
This complaint originated from a distributor in (B)(4) . The following is correspondence sent to carefusion technical support from the distributor: the led in the turbine driver pcb us not lighting. After our conversation last week I checked voltage and was looking at that board, I even subbed in a new one. It would seem I have bigger issues. Eeprom - is that the main pcb? More on this issue. To review, unit came in because it smelt like smoke and wasn't powering up. I replaced the power supply. It powered up and no smoke smell. I had many errors, including motor fault, vent in-op, and eeprom error. No led was seen on the turbine driver pcb. I replaced the turbine driver pcb. No change. At his time I have a new power supply and turbine driver pcb. Yesterday I tried to sub in a main pcb from another vela but due to the vintage that didn't work out for me. That was a nice waste of my time. After reseating pretty much everything in the vela and reinstalling the original turbine driver pcb (since the new one did nothing) I seen a red led on the driver pcb. Motor error persisted but no vent in-op and eeprom error. Sounds like I'm making progress right. Nope, after power cycling a few times all the old error codes re-appeared. Also I checked the power on both power supplies (old and new) - 48v and the fuses along the bottom are all good.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect turbine assembly for investigation. An investigation was performed and identified the root cause of the reported issue was unable to be duplicated. The unit operated within specifications. The carefusion failure analysis laboratory received the suspect blender for investigation. An investigation was performed and identified the root cause of the reported issue was due to faulty capacitor within the assembly (c73). The blender printed circuit board was examined and it was found that c73 was burnt and shorting to ground. This issue will be internally investigated within carefusion.